Event description:
Event description guidant received information that the patient with this pacemaker was experiencing episodes of lightheadedness. During a visit to the physician's office, p-waves were measured from 0.5 to 1.5mv and the device sensitivty was programmed to 0.5mv. The physician suspected undersensing of the p-waves and inappropriate mode switching. The device sensitivity and maximum tracking rate (mtr) were reprogrammed. Lead impedance measurements were good and device evaluation was fine. It was reported that the patient has a history of atrial fibrillation. Later that same day, the patient presented to the emergency room with a near syncopal event. Her rhythm was regular but was at the maximum sensing rate (msr) of 140.